Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected pump thrombosis and outflow graft (ofg) obstruction could not be confirmed through this evaluation as no photos or images were submitted and the pump was not returned for evaluation. Additionally, evaluation of the submitted log files confirmed low flow events; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log files contained events during patient support from (B)(6) 2022 to (B)(6) 2022. The pump operated as intended at the set speed for the duration of the log files. The log files captured the flow at its baseline range until (B)(6) 2022 when flow decreased. During the low flow state, the log file recorded numerous low flow alarms. The flow never recovered for the remaining duration of the files. The log files appeared to capture the system operating as intended. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU, lists pump thrombosis and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient experienced a sudden decrease in blood flow. After examination, it was determined there were signs of thrombosis in the pump. The patient was moved to the intensive care unit (ICU) but despite multiple treatments, the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Section b1: correction. Section b2 (date of death): correction. Section d1: correction. Section d4 (catalog number and primary unique device identification (UDI) number): correction. Manufacturer's investigation conclusion: the report of a suspected pump thrombosis and outflow graft (ofg) obstruction could not be confirmed through this evaluation as no photos or images were submitted and the pump was not returned for evaluation. Additionally, evaluation of the submitted log files confirmed low flow events; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log files contained events during patient support from (B)(6) 2022. The pump operated as intended at the set speed for the duration of the log files. The log files captured the flow at its baseline range until (B)(6) 2022 when flow decreased. During the low flow state, the log file recorded numerous low flow alarms. The flow never recovered for the remaining duration of the files. The log files appeared to capture the system operating as intended. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis, infection, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor section describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced symptoms of chest pain and dyspnea beginning on (B)(6) 2022. The patient was hospitalized through the emergency room on (B)(6) 2022 after symptoms continued. Computed tomography showed pneumonia. The patient was placed on antibiotic medication until (B)(6) 2022. On (B)(6) 2022, the patient experienced a sudden simultaneous power and flow increase without any notable symptoms. It was suspected there may have been a thrombosis and/or an outflow graft obstruction. There were no other confirmed issues. The staff did not add any additional treatment/medical care and checked that the power and flow came back to normal. The patient went into cardiogenic shock with labored breathing and respiratory failure that required intubation. Life sustaining treatment was refused, and the patient passed away on (B)(6) 2022.